Event description:
The svc report shows that there was no audible alarm. The nellcor puritan-bennett customer support engineer (npb cse) verified the intermittent no alarm condition. The npb cse inspected the device and replaced the power switch. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.